Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026: information was received from a patient regarding an external device. The reason for call was patient said that last night they went to charge implanted neurostimulator and started seeing a software problem screen. Details are: 1-intellis, 2-3.6, 3-1569, 4-appmanager. C. Patient reset controller during the call and it says battery empty, recharge the controller. Pt will charge controller and will then charge ins. The troubleshooting steps that were taken on the call resolved the issue. (B)(6) 2026: patient (pt) called back stating that they called last week due to the controller displaying a software problem message and now they couldn't get the controller to charge the ins. Pt said that the controller charged from the power supply without any issues. Pt denied any error messages appearing when trying to recharge ins. Pt said that they couldn't even get to the main screen where their therapy settings would display. Pt said that the controller was fully charged this morning since they charged the controller overnight. Pt had the recharger connected to the controller and they saw the position screen, so agent had the pt press continue. Pt saw "cannot recharge device. The controller battery is too low. Recharge the controller." Agent had the pt disconnect the recharger from the controller, reset the controller, and then unlock the controller. Pt saw "battery low cannot provide stimulation recharge the implanted device". Agent had the pt open up the batteries screen. The controller and ins batteries were both empty. Agent had the pt connect the power supply to the controller. Pt confirmed seeing the controller light flashing green. Pt will charge the controller and then charge the ins. Pt will call back if further assistance is needed. Pt noted that the ins worked so well for them. (B)(6) 2026: pt called back stating that the therapy wasn't going to the areas they needed for pain relief. Pt said that about two months ago they met with a representative who adjusted the ins to cover areas they now had pain in. Pt said that about two weeks ago the controller had went dead and told them to call, so they called patient services and they were guided through resetting the controller. Pt said that the therapy hadn't been the same since and the therapy was not covering their pain areas. Pt wanted to know if a therapy setting reverted from resetting the controller. Agent reviewed. Pt said that they had been in a lot of pain the last couple days and they hadn't had this much pain ever and the pain was continuous. Pt said that they had the stimulation up higher than ever before and the weather was better, so they shouldn't have this much pain. Pt said that their pain level had gone way off the top. Agent reviewed and redirected pt to their healthcare provider.